Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed that would result in the cannula failing to deploy. The cause of the reported event could not be determined. The downloaded data returned an 0x12 hazard alarm, indicating a reset caused by low voltage. All batteries were measured to have sufficient charge. The cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device was not returned for evaluation and was received wit the cannula assembly fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed that would result in the cannula failing to deploy. The cause of the reported event could not be determined. The downloaded data returned an 0x12 hazard alarm, indicating a reset caused by low voltage. All batteries were measured to have sufficient charge. The cause of the hazard alarm could not be determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while her son was wearing a pod between 4 and 24 hours the cannula did not deploy.